Event description:
A customer contacted beckman coulter inc. (Bci) regarding several falsely high magnesium (mg) results generated by the synchron lx20 pro clinical system. The system was repeated and gave lower results than the original. All results were reported outside the laboratory. Customer indicated no patient treatments were affected.

Event description:
The user experienced erratic ise results and random sodium outliers "up to 20 mmol/l" for several months. Information was provided for an event occuring on (B) (6) 2010 in which the customer received four outliers "about 6 and 7 mmol/l for sodium". No specific patient data was provided. No erroneous results were reported for any patient samples since the ise testing was run in duplicate. The lot number of the sodium cartridge was 456.

Manufacturer narrative:
Investigation of the event determined the root cause was a contaminated ise flow path caused by pre-analytical issues. The user confirmed the number of inversions of the sample tubes after the sample was drawn was not always sufficient. The centrifugation speed and temperature were not acceptable according to the tube manufacturer's recommendations. A higher than normal percentage of hemolyzed specimens were noted at the site. It was also noted the system maintenance was not performed with the required solutions. No patients were adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.